Manufacturer narrative:
This event is based on user error and reagent red blood cell exposure due to off-label use of the product by the customer.

Event description:
On (B)(6)2017, a customer site reported an unexpected user exposure to product.